Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion and prime tests due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. The customer tried to do the manual prime with three different infusion sets but the same issue occurred. The numbers did not ramp up on the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.